Event description:
When attempting to pull plunger from syringe, plunger didn't move but entire metal barrel came out of end of syringe. If there had been a hazardous medication in the syringe it would have spilled or been a complete loss.